Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant values when testing with her coaguchek xs meter (serial number unknown). This patient tested twice using the meter, resulting with values of 2.8 inr and 3.5 inr. A sample from the patient was tested in the hospital laboratory using an unknown method, resulting with a value of 2.2 inr. All testing was performed almost at the same time. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation.